Event description:
Approx 3 hours into the dialysis treatment, the pt was found to be unresponsive. A blood leak was detected near the point where the dialyzer and blood chamber connect. Further investigation revealed 2 cracks at female end of blood chamber. "Pt was revived via hand respiratory arrest" and was alert by the time pt was taken to the ambulance.